Manufacturer narrative:
The device has not yet been returned to guidant cardiac surgery for investigation. We will continue to pursue the device being returned to guidant for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a minute or two after starting co2 flow, subcutaneous emphysema was noticed in the pt's leg. At about five minutes into the procedure the anesthesiologist noticed "air bubbles" in the pt's atrium at which point the pt arrested. Pt was successfully resuscitated within a minute post asystole. At this point the evh procedure was aborted and the vein was havested via an open leg procedure, and the CABG was completed without further complication. No further pt complications were reported. There was no reported malfunction. It is suspected that the recommended IFU insufflator settings were not followed. It was also reported that the harvested vein did not have puncture marks on it and the same vein was used to complete the surgery.